Event description:
In 2001 an employee was scraped by a needle sticking out of a sharps container when removing it from a wall mount. The top of the container was not closed. The needle went through the counter balance and side of the container. Kendall became aware of the event on 02/02/01.